Manufacturer narrative:
The ri cori, rob10024, (B)(6) (us) used for treatment was not returned for evaluation, however screenshots and log files were provided for review. The patient case screenshots and log files associated with the complaint revealed "drill disconnect error" events and the outcome. A relationship between the reported event and the device was confirmed. A functional evaluation was not performed because the product was not returned. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events.¿ a CAPA, hhe/pra, field action review was completed. Prior escalation actions are not applicable to the scope of the reported compliant. Although no further action will be taken at this time the issue will be continuously monitored through complaint investigation and post market surveillance. The most likely cause of this event is the user selected the wrong option and the system automatically exited the case. The user manual provides guidelines in the "warning messages and response outcomes", to press quit or continue. This failure is an identified failure mode within the risk assessment. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during a cori tka procedure, just before making the first cut on the distal femur, the system prompted a robotic drill disconnect error ((B)(4)). Before the surgeon could be advised to ¿quit¿ out of the case, he had already pressed "continue" and by doing so, the system automatically took them out of the case ((B)(4)), reestablished connection, and prompted re-calibration. They were then entered back into the femur cut page where the surgeon was able to proceed with the case. The procedure was completed with a delay fewer than 30 minutes. No patient injury was reported. No other complications were reported. It has now been advised to the surgeon that if this encounter happens again the proper recovery is to quit out of the case.